Event description:
It was reported to philips that the system was not booting up, it stuck at the 00:00. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up; it stuck at 00:00. Review of the system log files showed malfunctioning of the flexvision pc, and the host pc could not connect to the flexvision pc. Fse found the flexvision pc was not booting up, and after checking cables, fse found the pc power supply was bad. The cause of the failure of the flexvision pc could not be conclusively determined by the supplier's part analysis; however, to resolve the issue, fse replaced the flexvision pc, hard drive, and loaded software. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.